Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, 40ncm of primary stability was achieved, the patient presented bone type iii and immediate implant was performed.